Event description:
It was reported that about a week ago the patient (pt) began to feel shocking in their arms and hands, and they weren't sure what was causing it. The patient stated that they have felt the shock in their arm when they reach down to tie their shoes. The patient mentioned that they feel a jolt when they turn therapy back on, but the jolt only lasts a few seconds. The patient did not experience any falls/trauma prior to the shocking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the shocking wasn¿t determined. The patient was scheduled for x-ray and follow-up on (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.